Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt did not pass functional testing. This failure was due to a broken wires in the ECG c and d cable. The root cause for the broken cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.